Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level. Customer¿s blood glucose level was 20 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm during bolus. Customer experienced symptoms such as convulsions and weakness. Customer was treated with glucagon. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege that the insulin pump was over delivering. The device will not be returned for analysis.